Event description:
It was reported that during implant of the left ventricular (lv) lead the physician was unable to access the branch to place the lv lead. Therefore the lv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. Primary analysis revealed that no anomalies wer found. Blood/body fluid present on all conductors (not obstructed).